Manufacturer narrative:
Two lot numbers were provided and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. .

Event description:
A review of the reported information indicated that model md800j vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved two patients with no consequences. One female and one male patients age were reported ranging from 71 to 72 years. One patient weight was (B)(6). All other details of the patients were not provided.